Event description:
It was reported the patient was without stimulation due to not charging the ipg for greater than 7 months. The charger and programmer could establish communication with the ipg, but lost communication after 45 seconds. The sjm representative tried extra external devices with the same result. Follow-up determined the physician is using other modalities for pain treatment and the patient does not want to have the system explanted at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.